Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified and moderately tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure performed was to treat a heavily calcified, moderately tortuous common carotid artery. The 5x20x135mm rx viatrac plus balloon dilatation catheter (bdc) ruptured at nominal pressure. A second 5x20x135mm rx viatrac plus bdc also ruptured at nominal pressure. After, a third 5x20x135mm rx viatrac plus bdc ruptured at nominal pressure. A fourth 5x20x135mm rx viatrac plus bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.